Event description:
It was reported that, "all three implants were opened by sales rep and nurse. Outer boxes looked fine. The inner box was compromised, looks like shipping damaged. The implant was moving around in the packaging and poked holes in the packaging causing the product to not be sterile."

Manufacturer narrative:
This is the same event as MFR.#9610726-2009-00039 and 9610726-2009-00040.